Event description:
It was reported that the atrial catheter malfunctioned. There was no spontaneous flow when externalized.

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer. A review of the manufacturing records showed no anomalies.